Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light. The key failure is the product tank leaks. As stated on the repair statement additional malfunction on this device: short circuit to the pc board.